Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet during a rewind and subsequently experienced repeated alert 38 messages indicating consecutive stalled motor alarms; customer support performed troubleshooting, completed a rewind, and arranged a replacement ilet. Symptoms included no reported adverse health effects, and the reported blood glucose at the time was 112 mg/dl. Outcomes included device replacement with instruction to return the original device. Investigation included customer support troubleshooting and review of device alarm behavior. Investigation of this device revealed repeated motor stall alarms consistent with an insulin delivery interruption following mechanical shock from a drop, aligning with a malfunction of the pump¿s motor drive component. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.